Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The power cable connector was dried. The system was tested and is operating as intended.

Event description:
The customer reported that the system failed to boot up. No pt injury was reported.